Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by diarrhea, vomiting and cloudy fluid. The breach in aseptic technique was not further described. It was reported that the patient was hospitalized for four nights and was treated with unspecified antibiotics (intraperitoneal, for 2 weeks, doses and frequencies were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.